Event description:
Additional information was received that the device was explanted and returned for reliability analysis.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this pacemaker displayed a battery status of two years longevity remaining. One day later following a procedure the device displayed less than 0.5 years longevity remaining. There were no changes to the device settings or output. A technical service consultant was contacted and discussed possible reasons for the longevity change. The clinician was going to follow the patient again. No adverse patient effects were reported.